Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a foreign matter was observed in the blood port of a polyflux 170h before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During the visual inspection by naked eye of the product, a black particulate matter was visible on a marked area on the header cap. The reported condition was verified. When removing the marking with alcohol, the particulate matter could also be removed. The particulate matter was outside the fluid path. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.